Event description:
The customer reported that the system would switch to high level fluoro after cine and the cine run was not being saved. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. He explained to customer that they need to keep the button pressed for a few seconds before cine will start to record. The system was tested and found to be working as intended and put back into service.